Event description:
It was reported the trial pt experienced ringing in her ears, a sensation described as a "lightening bolt" down her right arm followed by numbness/tingling, a "buzzing" in the jaw, and a feeling as though she has a "broomstick up her back to the brain." Further info was requested.

Manufacturer narrative:
(B)(4)